Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. Eval revealed that the keypad buttons intermittently became stuck and would scroll. During investigation, the up arrow key contact was observed to be misaligned. There was evidence of keypad contamination found under all key contact.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive over the past 2 months. She noted that the ok keypad button does not click, and often sticks. The family member denied physical damage to the keypad; denied exposing the pump to water; and stated that the pt wears the pump in her bra.